Event description:
During insertion of the line it became difficult to insert the guidewire after obtaining venipuncture of the most suitable vein. We attempted to remove the guidewire but it became difficult and caused pain and discomfort. Heat was applied at the point where the wire had become stuck. With no help, gtn spray was also used to help dilate the vein. Local anesthetic was instilled and the guidewire gently eased out of the vein, during this process, the guidewire began to shred as it was being withdrawn.

Manufacturer narrative:
An investigation has been initiated. The device was forwarded to the manufacturing facility for eval. A supplemental report will be submitted at the completion of the investigation.